Event description:
Patient called to report they have been "having accidents." They said they had their remote and wanted help to "move it" to adjust settings. Patient said symptoms returned "maybe about a week ago, almost," but that the last 2 days were "really bad." Agent started to walk patient through steps to connect to ins, but when describing handset patient said theirs did not look like a samsung phone. They described their controller has having lime green on it with lights on the top and side. When asked, patient said they now had an axonics system since either last year or may of this year. Agent suggested patient contact axonics for further assistance. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".